Event description:
It was reported that a patient lost hair shortly after a long neuro interventional procedure. The toatal fluoro time logged in on the customer log for frontal and lateral planes was 147 minutes. The number of digital acquisitions was 30.